Manufacturer narrative:
The device was not returned for evaluation. No DHR to review as the lot# was not provided. Root cause can not be determined as lot# was not provided and there was no sample received for evaluation and the complaint was not confirmed, however, we feel that this problem occurred due to several factors that affect the performance of the product during the preparation and application. The following factors are critical and has to be taken into consideration: water temperature must be between 70-80of. Cast must be rolled in doughnut shape leaving 5 cm. Unrolled cast then soak in water for 5 seconds with 2 gentle squeezes. Shake the cast to remove excess water. Cast must be rubbed with wet gloves in a vigorous manner. Allow 15-20 minutes drying time before applying the outer boot. We believe that paying close attention with the above notification will further enhance the quality of the product. Another factor to be taken into consideration is to maintain foot at neutral position with ankle as close to a 90o angle as possible for 3 to 5 minutes until cast is firm enough that patient cannot overcome cast. Then allow the patient to sit for remainder of the drying time.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2019, the tcc23002 tcc-ez casting system was broken on the patient's foot after applying it on (B)(6) 2019. Additional information received on (B)(6) 2019 stated that the reason for cast was diabetes mellitus (dm) foot ulcer. There was no patient consequences noted.